Event description:
A pt complained of pain during a diagnostic colonoscopy procedure. The procedure was completed but a post operative x-ray confirmed free air in the abdomen. Pt required surgery for repair of a bowel perforation in the cecum.